Event description:
This is a spontaneous case report received from a nurse in united states on (B)(6) 2015 which refers to a (B)(6) female patient who had an attempt to insert essure (fallopian tube occlusion insert) lot number b71766 (expiration date sep-2016) on (B)(6) 2015 for permanent contraception. Pregnancy was denied. Healthcare professional (hcp) attempted to insert first essure in right tube and rolled back, saw black mark and on 2nd roll back it would not release. She attempted to insert another coil in right tube and on 2nd roll back the coil also did not release at first tried removing, then it was released and some of coils was in tube. She removed the essure out of the tube but is afraid that she might have damaged the tube. She then went to left tube and attempted to insert essure. Essure released but the coils seem to be in a u shape in tube and only 3 coils were trailing into uterus and it was left in place. Essure was continued on left side, as reported. Ptc investigation result received on (B)(4) 2015. Ptc global number (B)(4). Final assessment: detachment difficulty is defined as a failure of the micro-insert to detach (separate) from the delivery system. Per the instructions for use (IFU), the physician must perform the following steps in order to achieve proper detachment: rollback to initial hard stop; depress button; perform final rollback. Under normal circumstances, when the physician completes all deployment steps as outlined in the IFU, the micro-insert assembly will detach from the delivery wire and remain in the fallopian tube. Several factors can contribute to a detachment difficulty event. The most likely root causes are tubal spasms which can clamp down on the distal end of the catheter and prevent the micro-insert from releasing from the delivery wire, stretching of micro-insert during placement attempts which tightens the inserts grip on the delivery wire, repositioning of the catheter after the first rollback and button press are completed which can also tighten the insert's grip on the delivery wire, and potential manufacturing deficiencies. As of (B)(4) 2015, since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, the outer catheter, the inner catheter, and all parts within the handle assembly. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We were unable to confirm any quality defect or device malfunction at this time. The possibility of a detachment difficulty event during the procedure is an anticipated event. Medical assessment: this ptc was initiated due to a product quality issue and a usability issue. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. No similar ae case reports have been received to date in relation to the reported batch. No batch signal could be identified. The reported adverse event is a known, possible, undesirable event and not indicative of a quality deficit per se. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Ptc investigation result received on (B)(4) 2015. Ptc global number (B)(4). Batch number b71766 (production date 12-sep-2013; expiration date 30-sep-2016). Final assessment: detachment difficulty is defined as a failure of the micro-insert to detach (separate) from the delivery system. Per the instructions for use (IFU), the physician must perform the following steps in order to achieve proper detachment: rollback to initial hard stop; depress button; perform final rollback. Under normal circumstances, when the physician completes all deployment steps as outlined in the IFU, the micro-insert assembly will detach from the delivery wire and remain in the fallopian tube. Several factors can contribute to a detachment difficulty event. The most likely root causes are tubal spasms which can clamp down on the distal end of the catheter and prevent the micro-insert from releasing from the delivery wire, stretching of micro-insert during placement attempts which tightens the inserts grip on the delivery wire, repositioning of the catheter after the first rollback and button press are completed which can also tighten the insert's grip on the delivery wire, and potential manufacturing deficiencies. Since product was returned to us for investigation, we were able to conduct an investigation of the actual device involved in this complaint. We typically inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly. As received, micro-insert of system 1 was detached and broken. Microinsert of system 2 was deployed and detached. The system 3 was received without micro-insert. All IFU steps were completed on three systems. We were unable to confirm any quality defect or device malfunction at this time. We also conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The possibility of a detachment difficulty event during the procedure is an anticipated event. Medical assessment: this ptc was initiated due to a product quality issue and a usability issue. The batch documentation of the reported batch was reviewed. The provided complaint samples were investigated. No quality defect or device malfunction could be confirmed at this point in time. The technical assessment concluded "unconfirmed quality defect". No similar ae case reports have been received to date in relation to the reported batch. No batch signal could be identified. The reported adverse event is a known, possible, undesirable event and not indicative of a quality deficit per se. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Operative report provided by the physician on (B)(4) 2015: case upgraded to incident. Patient's historical condition included menorrhagia. Essure procedure was performed in the operating room under monitored anesthesia and paracervical block with 0.25% marcaine and 1% lidocaine. Uterine sounding length was 8 cm, uterus was retroverted. Cervix was dilated to 6 cm. After introduction of the hysteroscope, the endometrium was noted to be spongy in appearance with suggestion of multiple small polyps. The visualization of the left tube was easy. The right tubal ostium was a little more difficult to visualize due to shaggy endometrium. Right tubal ostium was easily cannulate, physician advanced to catheter to the black marker and then the wheel was drawn back to pull back catheter, but it did not seemed to thread back in the proper fashion and physician was unable to visualize the gold knob. He removed the essure stent as he was concerned the device would not deploy properly. A second essure was opened and another attempt to insert essure in the right tube was performed, the catheter did not disengage from the stent and he could not remove the catheter itself. When he tried most of the coil came back into the endometrial cavity. The physician had to place a hysteroscopic graspers through the operating channel and grab a hold of the coils and apply some traction. He was able to remove the entire coil though it did break into two pieces. Both ends were identified. A third essure was opened and left tubal ostium was cannulated with this. After placement of the essure stent in the left tubal ostium, the essure stent was observed to possibly be malpositioned. Three trailing coils were noted and the physician had the impression that the distal end of the device perhaps curled back on itself at the tubal ostium though it was difficult to visualize. He stated the insert might have come out into the uterine cavity as well but there were not enough trailing coils to safely remove the stent. Physician looked back at the right tubal ostium because he was concerned that there could be some bleeding given the two attempts and the necessary removal of the improperly placed second stent. He contact the patient's husband and let him know that wanted to proceed with a laparoscopy to look for any signs of right tubal damage or internal bleeding and also to complete the sterilization process by doing a bilateral tubal fulguration. Before the tubal fulguration a thermachoice balloon (endometrial ablation) with d5w in 8-minute treatment cycle was performed. There was a little bit of active bleeding noted from appeared to be the posterior vaginal fornix where the paracervical block had been applied. Then, a laparoscopy was performed. Both fallopian tubes were identified and followed at their fimbrial ends. The tubes were both fulgurated in a wide swathe in the midline and then divided in the middle of the fulgurated area. Laparoscopic findings included normal ovaries, normal uterus and normal fallopian tubes bilaterally. After all the procedures performed, the uterine manipulator was removed and there was a little bit of bleeding noted in the vagina with removal of the manipulator. This was wiped away with sponge sticks and no further active bleeding was noted. The patient received 1gm of intravenous ancef preoperatively and 30mg of intravenous toradol at the conclusion of the procedure. She tolerated the procedure well and was taken to the recovery room awake and in stable condition. Follow up from (B)(4) 2015: updated ptc result was received. No major changes. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had 2 attempts of essure (fallopian tube occlusion insert) insertion in right fallopian tube. In the second attempt the catheter did not disengage from the stent and physician had to remove it with graspers. The removal was successful, however the coil break into two pieces. Additionally, in the left side essure stent was observed to possibly be malpositioned. Due to a concern on right tubal damage or internal bleeding the physician performed a laparoscopy. Both tubes were found normal during the surgery and were fulgurated. The reported events are listed in essure reference safety information. In this case, patient had a shaggy endometrium which contributed to the reported insertion difficulties; however considering the events occurred in association with essure procedure a causal relationship with the suspect insert cannot be excluded. Additionally, the serious event bleeding in vaginal fornix where paracervical block had been applied was reported, this event was considered as related to essure, since it was a complication of local anesthesia performed during preparation for devices placement. Although no injury to the fallopian tubes was confirmed at laparoscopy; since an intervention was required, this case was regarded as an incident. A product technical analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No further information is expected.